Event description:
Surgery for ventral hernia repair with kugel mesh patch. In 2005, I underwent major surgery to repair ventral hernia after having reconstructions surgery from a flam trap procedure. Immediately after the hernia surgery, when I was released to go home from the hospital. I was seen in the emergency room unable to digest any solid foods or liquids I became very dehydrated, I had not been able to intake any solid foods or liquids for days. My physician examined me and gave a prescription for zolfran. My body felt terrible since that surgery. I have severe bouts of diarrhea, nausea, vomiting, the vomiting so frequent that I was coughing up blood. I have had pain in my cervical area, CT scans, x-rays, blood test. The same symptoms still exist. My health has not been the same. I have not been able to work and my quality of life is challenged because of the irregular bowels. Every doctor I've talked with have made me feel as if it's all in my head. I am having breathing problems which I have never had before. The shortness of breath has led to me now having to take albuterol treatments. I never received notice from my physician or hospital about the possible link from the hernia surgery and the kugel mesh implanted. I had to find out about the device recall late at night while in the midst of being sick and having a severe bout of diarrhea. After doing further research on the internet and requesting a copy of my medical records. The anger and pain that I feel going beyond words, my life has been put at risk at the cost of a company and MFR who could care less. Dates of use 2005 to 2007. Diagnosis or reason for use- ventral hernia repair.